Event description:
It is reported that the distal end of the 4.5 tap snapped off in the canal and could not be retrieved.

Manufacturer narrative:
Evaluation summary: the returned tap is fractured at the tip. This may be due to excessive torque applied in addition to the bending forces while tapping. Also, the patient suggests that the tap has probably met a hard and dense bone structure. The instrument also has a potential age of over 17 years and excessive use could be another reason for breakage. Cause cannot be definitely determined. H6: evaluation codes: as returned, the tap is fractured at approximately the end of the slot in the threads. Device history records indicate manufactured to specification. Scanning electron microscopy analysis could not be performed due to device length.